Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "bioprosthetic valve fracture improves the hemodynamic results of valve-in-valve transcatheter aortic valve replacement" by adnan k. Chhatriwalla et al. It was reported that 20 patient's successfully underwent bioprosthetic valve fracture (bvf) using a high-pressure balloon to facilitate valve-in-valve (viv) transcatheter aortic valve replacement (tavr). Of the 20 patients. It was reported that this (B)(6) patient (patient #16) with a 19 mm perimount valve, implanted approximately 14 years, underwent a viv procedure due to bioprosthetic valve degeneration. The baseline mean gradient was 40 mmhg pre-tavr and was 25 mmhg post-tavr. Post-bvf, the mean gradient was 5 mmhg.